Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that blood was observed on the sleevehead of the lead. The distal low voltage electrode of the lead was covered in blood. The analyst noted that the dried blood in the sleeve head made it not possible to extend or retracted of the helix. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the lead helix was not extending or retracting. The attempted lead was removed, and a new lead was used to successfully complete the procedure. No patient complications have been reported as a result of this event.